Manufacturer narrative:
(B)(4). Approximate age of device ¿ 18 days. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient had complaints of dyspnea. An echocardiogram (echo) showed the aortic valve opening with every beat and dilation of the left ventricle with a diameter of 8.6 cm. A ramp study was performed at the patient's bedside. The lvad speed had to be increased from 9200 rpms to 11000 rpms in order to achieve aortic valve closure and a decrease in the left ventricle diameter to 6.3 cm. At the time of the event the patient's lactate dehydrogenase (ldh) level was 674 u/l and inr was 1.3. The patient was started on IV heparin. On (B)(6) 2016, the patient underwent a pump exchange due to suspected pump thrombosis.

Manufacturer narrative:
The report of suspected pump thrombosis was confirmed based on the evaluation of the returned device. Upon disassembly of the device, examination of the proximal-side of the outlet stator revealed a pink thrombus formation situated adjacent to the bearing ball and in contact with two stator blades. The thrombus lacked laminated layering, suggesting that it did not initially form in the outlet stator; however, its specific origin could not be determined. Although a duration of time for which it was present in the pump could not be conclusively determined, the thrombus was not adhered to the blood-contacting surfaces and showed no evidence of denaturation while no contact marks were noted on the outlet portion of the rotor or the outlet bearing cup, suggesting that it was not present in this location for a prolonged period of time. The evaluation could not determine a specific cause for the development of the observed thrombus formation; however, its partial obstruction of the blood flow path could have contributed to the report of elevated lactate dehydrogenase level. Visual examination of the pump¿s bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process and the pump operated as intended. The instructions for use lists device thrombosis and hemolysis as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Event description:
Additional information: information received from the hospital personnel on (B)(6) 2016 stating that at the time of the event, the patient's inr was 2.6 wit therapeutic inr range of 2 to 2.5, and treatment with coumadin was put on hold due to the procedure being scheduled. There was no other known factors that would have contributed to the patient's low inr.